Manufacturer narrative:
The instrument's qc is within specification with respect to controls (accuracy) and reproducibility (precision). Controls are run once every shift and were within assay limits pre and post the event. A bci field service engineer (fse) ran reproducibility, checked the instrument diluent delivery and verified the instrument's operation. Root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high wbc result without instrument flags generated by coulter lh 750 analyzer. The patient had two tubes drawn at the same time and both tubes were run on the same lh750 instrument. The first tube generated the correct wbc results on the initial and rerun sampling. The second tube generated erroneous high wbc results on the initial sampling and correct wbc result on rerun. The erroneous results were not reported out. No death, serious injury or change to patient treatment is associated with this event.